Event description:
It was reported that the user experienced recurring low glucose events after making usual meal announcements while using the ilet bionic pancreas, with lows occurring before starting morning workouts several times in a week, and the user denied attempting to manipulate dosing. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting support and user education with assignment for additional training. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and that additional training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.